Event description:
Bayer case number:(B)(4). This spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("I had burn on my stomach.") And burns second degree ("I had blisters on my stomach.") In a 26 year-old female patient who received midol heat vibes medicated plaster (lot no. Bu23042) for pain and dysmenorrhoea. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2023 the patient received midol heat vibes at an unspecified dose once. In (B)(6) 2023 she experienced thermal burn (seriousness criterion medically important) and burns second degree (seriousness criterion medically important). An unknown time later she experienced inflammation ("inflammation"). Midol heat vibes was withdrawn. At the time of the report, the thermal burn and burns second degree were resolving. No causality assessment was received for midol heat vibes with regard to burns second degree, thermal burn or inflammation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of medical device site burn ("I had burn on my stomach.") And burns second degree ("I had blisters on my stomach.") In a 26 year-old female patient who received midol heat vibes medicated plaster (lot no. Bu23042) for pain and dysmenorrhoea. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2023 the patient received midol heat vibes at an unspecified dose once. In (B)(6) 2023 she experienced medical device site burn (seriousness criterion medically important) and burns second degree (seriousness criterion medically important). An unknown time later she experienced inflammation ("inflammation"). Midol heat vibes was withdrawn. At the time of the report, the medical device site burn and burns second degree were resolving. No causality assessment was received for midol heat vibes with regard to burns second degree, medical device site burn or inflammation. Quality-safety evaluation of ptc: for midol heat vibes: based on technical investigation, no deviations or non-conformances were noted during the review of the batch records. All in-process inspections were complete and acceptable. Product made met the manufacturing requirement and final testing of the product met the release specification.the temperature of the retain sample after activation was within the specified range for eight hours. Five experiments were carried out to assess skin condition following the application of the bu23042 patch on five individuals for a duration of 8 hours. In all five individuals, no skin abnormalities, such as rashes or redness, were detected, and the condition of the skin was reported to in good condition. No complaint sample was received for investigation at responsible quality unit (rqu). Based on the available information, no product quality defect was confirmed. Therefore there is no reason to suspect a causal relationship between the reported events and a quality defect. The reported events are not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality-safety evaluation of ptc : event coding "I had burn on my stomach." Pt changed to "medical device site burn". Unconfirmed quality defect, no defect. Update of global ptc number. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of medical device site burn ("I had burn on my stomach.") And burns second degree ("I had blisters on my stomach.") In a 26 year-old female patient who received midol heat vibes medicated plaster (lot no. Bu23042) for pain and dysmenorrhoea. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2023 the patient received midol heat vibes at an unspecified dose once. In (B)(6) 2023 she experienced medical device site burn (seriousness criterion medically important) and burns second degree (seriousness criterion medically important). An unknown time later she experienced inflammation ("inflammation"). Midol heat vibes was withdrawn. At the time of the report, the medical device site burn and burns second degree were resolving. No causality assessment was received for midol heat vibes with regard to burns second degree, medical device site burn or inflammation. Quality-safety evaluation of ptc: for midol heat vibes: based on technical investigation, no deviations or non-conformances were noted during the review of the batch records. All in-process inspections were complete and acceptable. Product made met the manufacturing requirement and final testing of the product met the release specification.the temperature of the retain sample after activation was within the specified range for eight hours. Five experiments were carried out to assess skin condition following the application of the bu23042 patch on five individuals for a duration of 8 hours. In all five individuals, no skin abnormalities, such as rashes or redness, were detected, and the condition of the skin was reported to in good condition. No complaint sample was received for investigation at responsible quality unit (rqu). Based on the available information, no product quality defect was confirmed. Therefore there is no reason to suspect a causal relationship between the reported events and a quality defect. The reported events are not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: all required attempt were completed by company, no additional information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.